Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the ups. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a ups workstation communication failure error message. No patient injury was reported.